Event description:
The plaintiff's attorney reported the following info: (1) the pt was injured by a liquid oxygen cannister and oxygen delivery system. (2) oxygen flow to the plaintiff was "cut off many times causing greivous and serious injury and damage." Additional info is not available.